Event description:
The event is reported as: the clip was broken during operation when the user loaded the clip onto the applier. No pt injury reported.

Manufacturer narrative:
Product has been received by manufacturer for eval, however, investigation report is incomplete at this time. A follow-up report will be sent when additional info is received.